Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx1706 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the patient was suffered from left breast cancer and was placed with the catheter in the venous access center on (B)(6) 2018. A catheter was placed via the right basilic vein by the IV specialist with the guidance of ultrasound combined with seldinger technique. The process was smooth, with the insertion length of 36cm and exposed of 1cm. The tip position of the catheter was located at the third rib of front ribs. During the treatment, the catheter was maintained in the ward. The venous access was maintained every 7 days during the interstitial period. During the maintenance in the venous access center on (B)(6) 2019, it was found that there was a broken leakage at the fixed wing position and the catheter was pulled out. Another catheter was placed for follow-up treatment.

Event description:
It was reported that the patient was suffered from left breast cancer and was placed with the catheter in the venous access center on (B)(6) 2018. A catheter was placed via the right basilic vein by the IV specialist with the guidance of ultrasound combined with seldinger technique. The process was smooth, with the insertion length of 36cm and exposed of 1cm. The tip position of the catheter was located at the third rib of front ribs. During the treatment, the catheter was maintained in the ward. The venous access was maintained every 7 days during the interstitial period. During the maintenance in the venous access center on (B)(6) 2019, it was found that there was a broken leakage at the fixed wing position and the catheter was pulled out. Another catheter was placed for follow-up treatment.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, and the damage appeared to be associated with use. One 4fr single-lumen powerpicc solo was returned for investigation. The catheter exhibited evidence of use. The tubing had been trimmed near the 37cm depth mark. Residue that was consistent with the dressing material was observed on the solo connector, extension leg tubing, molded wing, and catheter tubing between the molded wing and the 2cm depth mark. The residue nearly encapsulated the molded wing and section of tubing distal to the wing. The extension leg tubing, molded wing, and catheter tubing between the molded wing and the 2cm depth mark were discolored. The printing was worn from the extension leg and molded wing. Functional testing revealed a leak at the distal end of the molded wing. The surface of the tubing around the hole was rough and granular. The tear in the tubing was located within the distal end of the molded wing. The hole appeared to be attributable to chemical exposure and/or stress applied from kinking or flexing the tubing close to where it was constrained by the molded wing. Placement or securement of the catheter where kinking may occur should be avoided to minimize stress on the catheter, patency problems or patient discomfort. It was reported that the leak was detected 308 days after placement. Since the catheter was reportedly maintained every 7 days, it was determined that the hole in the catheter developed during use.